Manufacturer narrative:
H.6. Investigation: review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Review disclosed no reject activity findings throughout the build of this lot that would impact the outcome of the quality of the product relevant to the defect. The defect leakage beyond the septum (iag bc); could not be identified or confirmed, and cause could not be determined, as the units described in the product incident report were not returned for evaluation and testing.

Event description:
It was reported that blood leaked from the bd insyte¿ autoguard¿ bc shielded IV catheter's septum after being placed in the vein, and "dripped down" the patient's arm while continuing use. The following information was provided by the initial reporter: "faulty blood control septum. Blood flow is coming out of blood control septum after catheter is placed into vein. Dripped down patient arm. Continued to use."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that blood leaked from the bd insyte autoguard bc shielded IV catheter's septum after being placed in the vein, and "dripped down" the patient's arm while continuing use. The following information was provided by the initial reporter: "faulty blood control septum. Blood flow is coming out of blood control septum after catheter is placed into vein. Dripped down patient arm. Continued to use."